Event description:
It was reported that during an unknown procedure, all four reloads fired malformed staples. The anvil was not being swished during the reloading process. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/23/2007. Information not available, device not returned for analysis.